Manufacturer narrative:
(B)(4).

Event description:
During device evaluation by baxter service personnel, it was discovered that an intermate had a broken luer post. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Visual examination of the device discovered and confirmed the reported condition of a broken distal luer post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The root cause of the reported condition was determined to be due to a manufacturing defect.